Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the camera cable break of the subject device which might has caused no transmitting the images to the processor. Also the camera cable break might has been occurred due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and duplicated the reported phenomenon. The image of the subject device was not displayed or was displayed the black screen or some color bars even if the image was displayed. Then service department of oekg found the failure of the camera cable which have been caused the reported phenomenon. There was no report of patient injury associated with this event.